Event description:
Event description guidant received information that one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) emitted constant beeping tones. Interrogation did not reveal any fault codes or clinical events. The beeper function was toggled; however, the beeping continued. When a maget was applied the device stopped beeping. When the magnet was removed the device resumed beeping.